Manufacturer narrative:
Controller (B)(4) was not returned for evaluation; pump (B)(4) was returned for evaluation. Review of the manufacturing documentation of the controller confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the pump in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a drop-in power and estimated flow on (B)(6) 2017 and one (1) low flow alarm on (B)(6) 2017 at 20:48:36. Failure analysis of the returned pump revealed that the device passed dimensional verification and functional testing. Visual examination revealed mild abrasions on the inferior surface of the impeller and the lower housing ceramic surface. Independent pathology report did not reveal evidence of thrombus within the pump. Of note, the site found tissue at the inflow cannula during explant; however, there was no evidence of tissue upon receipt of the pump to heartware. It is likely that some tissue got ingested into the pump leading to imbalance of the impeller and causing abrasion marks that were observed during visual examination. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the "low flow" event can be attributed to an occlusion that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient pharmacological, and procedural factors that may have contributed to this event. (B)(4) - controller / expiration date 05-31-2016; no, not returned to manufacturer MFR date: 05-31-2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), the pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The steps for exchange of batteries and controllers are outlined. Users are directed to confirm correct settings for low flow alarm concomitant medical products: controller- (B)(4)- catalog-1403us. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room with low flows. The patient was asymptomatic. It was initially presumed that the patient was dehydrated. However, volume was given without change in flow. Echocardiogram revealed normal right ventricular (rv) function and large ventricular diameter (greater than 8cm). The patient was subsequently admitted to the intensive care unit (ICU). Controller log files were sent which showed a drop in power and estimated flow on (B)(6) 2017. Controller was exchanged. Although the patient was asymptomatic, milrinone drip was administered. Decision was made to perform pump exchange on (B)(6) 2017. It was last reported that the patient remains hospitalized. No further information was provided.

Manufacturer narrative:
Additional information received indicated that this patient was determined to have a clotted hvad. He was going into shock, renal failure, and had severe hemolysis. He had a dense coagulopathy that did not respond to administration of blood products. He underwent an emergency pump exchange. This was done through a median sternotomy and was complicated by continued bleeding from several sites around the sewing ring. Of note, the sewing ring was not misassembled during initial implant and was not defective. The bleeding required a return to the operating room and two attempts at repair. The patient had undergone a massive transfusion and although the bleeding from the vad sewing ring had been secured, his coagulopathy continued. The patient then developed an abdominal compartment syndrome. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.